Manufacturer narrative:
Product event summary: the delivery catheter was returned for analysis. The mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The slitter was analyzed and damage during use was noted.

Event description:
It was reported that the catheter was difficult to slit during the implant procedure. It was noted that the physician questioned whether the catheter hub may have been stiffer than usual resulting in the interrupted slitting. A new slitter was used to complete the cutting of the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.